Event description:
The kimal wire became stuck when it reached the pigtail part of the tempo 5 (451503h5) catheter. Therefore, the wire was removed and subsequently the catheter was removed from the pt. Outside of the pt, the operator applied force while advancing the wire again into the catheter and debris was noticed coming from the catheter. The catheter was then cut opened for analysis. There is no information on pt or vessel/lesion characteristics. No debris was left inside of the pt. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt.